Event description:
The olympus, model ch-s400-xz-eb, 4k camera head, was returned to olympus for repair due to a report of "not working." Upon inspection testing of the returned device, it was determined that no image was produced. This report is submitted due to the finding of no image, identified during in-house service of the device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due a cable failure. In addition, the presence of rust was noted on metal parts. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately almost 10 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to the malfunction of the cable that resulted in failure of the image function. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.